Event description:
Boston scientific crm received information that this implantable lead was removed due to pt infection. New product will be implanted at a later date. No additional information is available at this time. Implant, explant and event dates were not made available.